Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during harvesting procedure vasoview 6 pro failed to perform adequate ligation consistantly. Device was replaced with another kit and the kit in question was dispose as per hospital protocol. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during harvesting procedure vasoview 6 pro failed to perform adequate ligation consistantly. Device was replaced with another kit and the kit in question was dispose as per hospital protocol. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The c-ring is intact and remained attached to the cannula due to the presence of the retention rib. The electrodes are intact and the bisector blade was not in the retracted position. A mechanical evaluation of the vv 6 pro bisector toggle was conducted. Even though the bisector toggle operated as expected, it failed to retract or advance the blade. The cannula's handle was opened to inspect the pull rod ball assembly. It was observed that the pull rod was dislocated from its original position in the housing. The toggle was mechanically disengaged from the pull rod and failed to move the blade. Based on the returned condition of the device and the evaluation results, the reported complaint is confirmed for both the reported failure mode "failure to cut" and the analyzed failure mode "mechanical issue." The certificate of conformance (c of c) was reviewed for the pull rod ball and rocker retainer. The vendors certify that all the component lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the vendor lot. The shop floor paperwork was reviewed for the vv6 pro bisector tool subassembly. All the test results meet the specifications and results. Specific actions for the analyzed failure mode "mechanical issue" are being maintained and documented under maquet's failure investigation report (fir) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during harvesting procedure vasoview 6 pro failed to perform adequate ligation consistently. Device was replaced with another kit and the kit in question was dispose as per hospital protocol. The hospital did not report any patient effects.